Event description:
The customer initially stated that the insulin pump was giving random beeps throughout the day with no messages on the screen. The customer then stated that she was treated by the paramedics due to low blood glucose levels below 20 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump failed the displacement test. The customer changed the infusion set three days prior to the event. The customer also stated that the insulin pump had been dropped once previously. Advised the customer to revert to a back-up plan as the insulin pump needed to be replaced.

Manufacturer narrative:
The insulin pump passed the functional test including the occlusion, excessive no delivery and displacement tests. No unexpected beeps were noted. However, the insulin pump had a loud motor noise, which was isolated to the motor assembly.